Event description:
A report was received that an health care worker (hcw) experienced eye irritation during contact with cidex opa. Hcw comes in contact with cidex opa four hours per day. She did not receive medical treatment . She wore personal protective equipment. It was stated that the room is not well ventilated and no information was provided regarding air exchanges.

Manufacturer narrative:
(B)(4) inhalation. (B)(4).